Event description:
It was reported that the crystalens at-50ao iol was noted to be dislocated one day after being implanted in patient's left eye. A competitor's cartridge, injector and viscoelastic were used during lens, but ultimately decided to explant the lens. Another crystalens iol was implanted. According to the surgeon, the patient has noted some visual improvement and needs additional follow-up.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.